Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinician noted the implantable cardiac monitor exhibited intermittent undersensing leading to inappropriate pause and asystole episodes. No programming changes were made at this time. The patient was asymptomatic.